Event description:
The customer reported the system's fast stop activated without command. This will result in a shut down. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Several connection were restored. The system was then found to be operating as intended.